Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that staying wet led to the issues with their device, and that they increased the intensity of their stimulation to resolve the issues. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having issues with their device. Patient said on (B)(6) they had increased the amplitude to 2.5. Patient stated they talked to someone who told them they couldn't keep increasing because it won't work. Patient stated when they first increased to 2.5 it was pretty uncomfortable so they decreased it to 2.4. Patient said they were not feeling stimulation at the time of the call. Patient stated they would try it at 2.5 to see if it was comfortable now. Patient was redirected to their healthcare provider to discuss changing programs. Patient symptoms were reported as the device not doing as well as it was, patient reported they had no control and was staying so wet. Patient stated it seemed to be much worse than it was. No further complications were anticipated or reported.